Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which observed a separation between the joint of the tubing the male luer. Due to the nature of the sample no further testing could be performed. The reported condition was verified. The cause of the condition was an imporper automatic assembly during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a one-link non-dehp standard bore catheter extension set came apart where the tubing goes into the harder plastic end. This occurred after use, when removing the set from the patient's arm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.